Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching on the battery. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and the battery were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed a premature power switching event that was due to a momentary disconnection involving bat812392. Review of alarm log file revealed that no alarms were logged within the analyzed period. As a result, the reported power switching event was confirmed; however, the reported "low priority alarm", poor mechanical connection and battery unable to provide power could not be confirmed. Momentary disconnections will result in an audible tone or beep which is likely what the patient perceived as an alarm. There is no evidence that the lubrication servicing was performed on the associated power source. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld and/or due to a soldering defect. A possible root cause of the reported poor mechanical connection event can be attributed to, but not limited to, connector damage. The most likely root cause of the premature power switching event and beeps can be attributed to momentary disconnections between the controller and battery. An internal investigation examined momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one battery and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing, the battery was able to adequately connect to a controller. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within the power ports of the controller. The most likely root cause of the observed contamination can be attributed to handling of the device. A visual inspection under 10x magnification revealed hairline cracks around power port one and power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections after lubrication involving additional batteries and a power switching event that was due to a momentary disconnection prior to lubrication involving (B)(6). Review of the alarm log file revealed that no alarms were logged within the analyzed period. As a result, the reported battery with poor mechanical connection and unable to provide power could not be confirmed. The reported power switching event was confirmed; however, the reported "low priority alarm" event could not be confirmed. Momentary disconnections will result in an audible tone or beep which is likely what the patient perceived as an alarm. A power source lubrication procedure was performed on (B)(6) 2018 and on (B)(6) 2018. There is no evidence that the lubrication servicing was performed on (B)(6). An additional internal investigation examined momentary disconnections prior to lubrication servicing. The most likely root cause of the reported premature power switching and beeps can be attributed to contamination of the controller¿s power ports and/or momentary disconnections due to temporary corrosion of the controller-port/power-source pins; the wearing of the controller gold-plated pins exposed the pin¿s base metal to the effects of corrosion. Additional products: d4: serial or lot#: (B)(6), d10: yes, return date: 03-feb-2020. H3: yes dev rtn to MFR? H6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213, 174, 180 h6: FDA conclusion code(s): 12, 4307, 19. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the battery remained in use and exhibited an inability to provide power and loose connections. It was also reported that the controller exhibited power switching, loose power port connections and a low priority alarm. The battery and controller were exchanged.

Manufacturer narrative:
Correction: d4 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2018 / serial #: (B)(6), UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jul-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c62952, c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.